Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One over wrap packet and a labeled winding former with a needle suture combination and one detached needle were received for analysis. The product code eh7222h is a double armed. During a visual inspection of the returned sample, one of the arms was noted with detached needle. Upon visual inspection of the detached needle no remnant suture was observed inside the barrel hole. The mark of the suture was found to be not according to the process specification causing a short insertion defect. In addition, in the inspection of the needle suture combination, the swaged and attachment area were noted to be as expected, a functional test was performed using an instron equipment, and the pull force did meet the minimum requirements. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.